Manufacturer narrative:
Returned device was received in damaged physical condition and the housing was cracked. No evidence of reported problem in event log was found. During the evaluation of the device, the issue complaint was confirmed by analysts. The clock battery needed to be replaced. In addition, the damaged front and rear housings were replaced to resolve the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with error 52. There were no reported adverse events.